Manufacturer narrative:
Section e1 updation: email for the initail reporter was updated.

Event description:
It was reported by the customer that a pyxis anesthesia es system occur database error and machine will not function. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 19-apr-2022 to 18-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had displayed a database error 'object reference not set to an instance database in recover pending state'. A technical support specialist reviewed the server logs, uninstalled the knowledge base article "kb5033688" and restarted the station to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device showing database error. Uninstalling database and restart station,resolves database recovery pending issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system occur database error and machine will not function. No patients have been affected but the software failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident